Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the bd representative that, during rounding on the floors, the following feedback from nursing was obtained: nurse reported that if they programmed 1000 mls to infuse over 1 hour on the new bd alaris devices, there could be as much as "200-300" mls left in the bag; did not feel this was an issue with the previous devices. This was not a specific incident just in general. There was patient involvement, but the outcome is unknown. During additional follow up the customer indicated: "this nurse report was received by the bd alaris rep, michael hatcher, when completing the 90-day post-implementation rounding at our three facilities. I do not have any specifics on this incident, so I am unable to provide you with those details."

Manufacturer narrative:
Additional information: initial reporter phone #, manufacturer narrative. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the bd representative that, during rounding on the floors, the following feedback from nursing was obtained: nurse reported that if they programmed 1000 mls to infuse over 1 hour on the new bd alaris devices, there could be as much as "200-300" mls left in the bag; did not feel this was an issue with the previous devices. This was not a specific incident just in general. There was patient involvement, but the outcome is unknown. During additional follow up the customer indicated: "this nurse report was received by the bd alaris rep, michael hatcher, when completing the 90-day post-implementation rounding at our three facilities. I do not have any specifics on this incident, so I am unable to provide you with those details."